Event description:
A peritoneal dialysis (pd) patient¿s contact called fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm had occurred. It was unknown what phase of treatment the patient was in when the leak began. It was also unknown where the leak was coming from exactly. It was reported that fluid had leaked out of the cassette door and onto the table. No damage was noticed on the cassette. The patient was able to complete their treatment by performing a manual pd exchange. Upon follow-up, it was confirmed the patient was trained to perform stat drains as well. The ts representative issued a replacement cycler to the patient. The patient¿s pd nurse was not notified of the event. However, it was confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Upon follow-up, it was confirmed the replacement cycler was received and the patient was said to be continuing their pd therapy on the new machine without further issues. The cycler set was not available to be returned for evaluation as it had been discarded.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact called fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm had occurred. It was unknown what phase of treatment the patient was in when the leak began. It was also unknown where the leak was coming from exactly. It was reported that fluid had leaked out of the cassette door and onto the table. No damage was noticed on the cassette. The patient was able to complete their treatment by performing a manual pd exchange. Upon follow-up, it was confirmed the patient was trained to perform stat drains as well. The ts representative issued a replacement cycler to the patient. The patient¿s pd nurse was not notified of the event. However, it was confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Upon follow-up, it was confirmed the replacement cycler was received and the patient was said to be continuing their pd therapy on the new machine without further issues. The cycler set was not available to be returned for evaluation as it had been discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.